Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient had high rate issues while exercising and found the heart rate to be higher while bicycling downhill than uphill affecting the patient's leg strength. The device settings were adjusted to a more sensitive setting. The device remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.